Manufacturer narrative:
(B)(4).

Event description:
This device had recurrent migration and the rv lead kept dislodging, so the device was explanted. The physician decided that the patient did not qualify for a system replacement at this time. There were no adverse other patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and visually inspected. The device was normal and expected, there was no indication of a deviation from the mechanical specification. A review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the device was mechanically as expected. The root cause for the observed device migration could not be determined.